Manufacturer narrative:
Patient¿s weight is unknown. Date of event is unknown. Additional device product codes: jdw, jds. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient fell on the right side and had a femoral fracture. Patient was treated with blade, nail and two locking bolts on (B)(6) 2017. Post-operatively, it was detected that the proximal femoral nail antirotation (pfna) blade has been unlocked and it was dislocated. Patient revised on (B)(6) 2017. During revision surgery it was also detected that both locking bolts were loose. Concomitant device reported: pfna 10 long r 130 l340 sst (part # 272.280s, lot # 9377650, quantity 1), pfna end cap extens. 0 sst (part # 273.155s, lot # l455811, quantity 1). This report is for one (1) 4.9 mm locking bolt 42 mm. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history record review. Part number: 259.420 synthes lot number: 1963481 release to warehouse date: 12. Aug. 2008 manufacturing site: mezzovico no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device. The present bolt was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance's. The relevant dimensions were measured and they have fulfilled the specifications. The bolt shows that the implant is in a used condition without heavy damage. The surface of this implant has slightly wear marks it is not possible to determine where it is coming from. We can only assume, that this can be traced during removal or a possible instability of mention loosen bolt ( according op-report; effect of local osteolysis). Measurement: document/drawing: smw_200235 feature/test/description: core diameter specification 4.3 0/-0.1 actual 4.25 gage 3-01-19788 results "pass feature/test/description: outer diameter specification 4.9 0/-0.1 actual 4.88 gage 3-01-19788 results "pass" feature/test/description: length specification 42 0/+0.5 actual 42.27 gage 3-01-19788 results "pass" based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that a dislocation of the femoral neck blade occurred in the patient and there was a suspicion of a chronic low-grade infection. The bolts prove to be entirely loosened with no further significant grip on the bone. It is to be assumed that this effect is the result of local osteolysis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: initially reported concomitant devices are no longer concomitant. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient fell on the right side and suffered a dislocated intertrochanteric-subtrochanteric multiple fragment fracture of the femur, right side. Primary surgical treatment was not immediately possible due to patient¿s metformin intake. After easing the effects of the metformin, patient was implanted with a proximal femoral nail antirotation (pfna), a pfna blade, one (1) 38mm locking screw (bolt), one (1) 42 mm locking screw (bolt), and a pfna end cap on (B)(6) 2017. On unknown date, a dislocation of the femoral neck blade occurred in the patient, most notably through the re-opening of the sealed femoral neck blade. Accompanying this was a chronic persistent, opaque serous secretion over the entrance to the femoral neck blade. As a result, there was suspicion of a chronic low-grade infection. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware. During this procedure it was noted both screws (bolts) were loose with no significant grip on the bone. Surgeon assumed this to be the effect of local osteolysis. The wound was cleaned and the patient was closed. Unknown cultures were taken during this procedure.